Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on 468 mg/dl with a blood glucose level of (B)(6) 2017mg/dl at 8 pm. The customer did not mention any symptoms of their blood glucose levels. The customer was treated with manual injection. The customer reported air bubbles in the tubing. The customer was wearing the insulin pump during the hospitalization. The customer stated that they received an insulin flow block alarm. The customer did not troubleshoot and did not send the product back for analysis.